Manufacturer narrative:
Investigation evaluation description of event: it was reported that the tip of an ncircle tipless stone extractor broke off inside the patient during a cysto right ureteroscope procedure. The user was able to remove the device piece, and the procedure was successfully completed with another device. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No section of the device remained inside the patient's body. The patient did not require an additional procedure nor experience any adverse effects from this event. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, a visual inspection, of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned with label only. The returned separated basket shows the two wires that connect the basket to the handle were broken proximally of the distal notched cannula. Two of the basket wires were broken. The basket sheath was kinked near the distal end. The broken wires and kinked basket sheath were in the same approximate position, indicating the device may have been inadvertently damaged in that location during use. Then further damage resulting in the broken basket wires when attempting to withdraw the basket through the scope. No information related to the procedural factors was provided, so a cause for the issue could not be conclusively determined. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found two non-conformances that may have been related to the reported failure mode. The possibly related non-conformances were not sufficient evidence to suspect other devices in the lot could have been non-conforming. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the tip of an ncircle tipless stone extractor broke off inside the patient during a cysto right ureteroscope procedure. The user was able to remove the device piece, and the procedure was successfully completed with another device. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No section of the device remained inside the patient's body. The patient did not require an additional procedure nor experience any adverse effects from this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.